Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized on the same day as onset of the event. The cause of and treatment for the peritonitis were not reported. The patient outcome was not reported. Extraneal and physioneal therapies were ongoing. No additional information is available.